Event description:
It was initially reported by the facility biomed tech that a pt incident had occurred post hemodialysis treatment. Following the biomed tech report, the facility manager stated that the pt had become unresponsive following their hemodialysis treatment requiring transportation to the hospital and admission to the hospital and admission to the intensive care unit. Current status of the pt unk. A request for additional pt event and medical records has been made. This MDR includes all info provided to date.

Manufacturer narrative:
(B)(4): (patient unresponsive). The hemodialysis machine (plant investigation) is currently undergoing evaluation. Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records and treatment data info regarding the reported unresponsive episode following the pt's hemodialysis treatment requiring admission to the intensive care unit. A supplemental medwatch report will be submitted once the plant investigation and clinical investigation are complete. This is 1 of 6 MDR's submitted to document this reported event. Please reference the following MDR numbers: 1713747-2013-99922, 2937457-2013-00118, 1713747-2013-00288, 8030665-2013-00487, 1225714-2013-01568, 1225714-2013-01569.